Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 2.25 x 16mm synergy¿ drug-eluting stent was advanced with a support of a non-bsc guide extension catheter. However, during the procedure, it was noticed that the stent strut was deformed. The procedure was completed with another synergy stent. No patient complications were reported.